Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 72404131 serial number: n/a batch/lot number: 1100454999 model/catalog description: belt cuff fgs 4.5 cm iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100461115 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced an infection. A surgical procedure was performed in (B)(6) 2024 during which the device was explanted. After the patient was allowed time to recover, they had a new aus implanted in (B)(6) 2026. The patient fully recovered, and there was no additional information was provided.